Manufacturer narrative:
Upon visual inspection, the zirconia abutment with dental crown attached was inspected and the fractured condition was confirmed. The device history record review found no non-conformances which have contributed to the device failure. It was manufactured per procedure. A definitive root cause has not been determined. Date received by manufacturer, additional device information - lot number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add device manufacture date, add event problem codes, add evaluation codes.

Event description:
It was reported that a zirconia abutment fractured.